Event description:
It was reported a mediastinum biopsy procedure was performed approx six years ago. Following 4 or 5 successful biopsies with this needle, the pt bled and a lacerated coronary artery was diagnosed. The pt subsequently expired. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated the gun may have been half cocked during entry. No device malfunction was noted. Attempts to gain further details regarding the circumstances surrounding this event were unsuccessful.